Event description:
On 21-apr-2009, stryker biotech received a report that a female pt who received op-1 putty in 2008, as part of an unspecified revision fusion procedure developed a postoperative wound infection the pt subsequently developed severe sepsis and underwent 'multiple recurrent surgeries' accompanied by a prolonged hospitalization. The physician stated that the pt, who was osteoporotic, also suffered from obesity, spondylolisthesis, asthma, pericarditis, temporal arteritis and had undergone a failed previous fusion. A CT scan and MRI scan were performed, but details of the results were not provided. As of the month prior to original date, the pt has not recovered. The physician stated that he felt it was possible that the events were related to the use of the op-1 putty. Additional information will be requested.